Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. A new ra lead of the same model was successfully implanted. No adverse patient effects were reported.